Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet using multiple usb cables and wall adapters. The customer's blood glucose (bg) level was 160 mg/dl. Reportedly, the customer reverted to manual injections for alternate insulin therapy.